Event description:
Per the clinic, the patient experienced a head trauma with bleeding over implant side for 3 hours subsequent to sustaining the impact resulting in device non-use for 15 - 20 days. Treatment with antibiotics (date and type not reported) was successful and the patient resumed use of the device.

Manufacturer narrative:
(B)(4). Implanted device remains.